Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal procedure, while on the second firing, the firing stopped after flashing the green light advancing approximately five mm into the tissue. The device was still grasping the tissue and the firing button was pressed again but the firing did not restart. The release button was used to remove the device from the tissue and a manual stapler and new reload was used to complete the procedure. There was no patient injury.